Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been exposed to moisture. The customer went swimming with the insulin pump. It had alarmed a pump error and critical pump error. There was fluid inside the insulin pump. It had a blank display. While troubleshooting for the issues the call was disconnected. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.